Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: information not provided. Blocks b6 & b7: information not provided. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions pv .018 catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .018 catheter was used in a therapeutic peripheral procedure in a moderately calcified vessel. During pullback, resistance was encountered, and the catheter got stuck on the non-philips guidewire. Upon removal from the patient, it was noticed that the distal tip separated and was floating on the guidewire. No patient injury reported. This product problem is being submitted because the visions distal tip separated. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Blocks d9 & h3: the visions pv .018 catheter was returned for evaluation. Block h3: the visions pv .018 catheter was returned in two pieces. The distal portion of the tip (measuring approx. 10.5 mm) separated from the catheter but remained intact to a non-philips guidewire. The proximal portion of the tip (measuring approx. 1 mm) was still attached to the catheter. The overall tip length specification is 10-13 mm; therefore, all pieces of the tip were accounted for. Block h6: the probable cause of the tip separation is damage during use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.